Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the left main diagonal artery. A 1.75mm rotalink burr was used to treat the target lesion. During the procedure, the burr briefly got stuck in the lesion. When they pulled it out, it wasn't working properly. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.